Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. In addition, another manufacturer`s adapter was retuned with the set. The returned sample was tested for leakage per specification and failed. Leakage was observed at a small hairline crack in the threads of the middle caresite valve. Therefore, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. Although the defect of leakage was confirmed on the caresite valve, the exact root cause of the crack was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: the patient reported seeing drops on the IV pole leg. Once assessed by the rn, chemotherapy was observed to be dripping from the hub that was connected to the piggyback. The chemotherapy spill policy for volume less than 5 ml was followed. Dripping was still observed after the equashield was changed, so the primary tubing was changed.